Manufacturer narrative:
The received forceps sample was found in the opened original packaging. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was not confirmed. After cleaning it was found that the forceps could be activated, the opening and closing was good and also it could grasp and hold a control weight. A root cause could not be determined because the sample meets the specifications. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that an ophthalmic forceps became unable to open or close after several attempts during surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.